Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. The device history record of batch number has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Visual and functional inspection sheet was reviewed and there is no indication of functional failures. Customer complaint cannot be confirmed due to the lack of product sample and batch number to perform a proper investigation and determine the root cause. No corrective actions can be implemented due to the lack of product sample to perform a proper investigation and determine the root cause.

Event description:
The event is reported as: alleged issue: according to the customer the punch did not deploy while in use on a CABG procedure. No reported patient injury. Patient's condition listed as fine.